Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the por was unknown and tech support was informed. It is unknown if it was resolved and they were unable to contact patient for information.

Manufacturer narrative:
Continuation of d10: product ID 3889-28; lot# va1lfuw; implanted: (B)(6) 2018; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the rep met with patient to check longevity today, however, when trying to connect to patient's implant he had to re-enter the serial number. This would have meant the device likely had a power on reset error. Rep cleared the error. Agent advised rep to turn therapy back on and make sure the device didn't have another power on reset.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 (lot: va1lfuw); product type: 0200-lead; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.